Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by insufficient disk space on the c drive, which had only 8 gb remaining. The technical support specialist followed internal procedures to clear structured query language (sql) dump files and the winsxs folder, freeing up 18 gb of space. Database repair steps were then performed, including dropping and repairing the database. A full synchronization was successfully completed. The user was notified of the successful synchronization. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a patient not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.